Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device la8dqcr0 number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a port placement procedure on an unknown date and suture was used. The needle snapped when closing using the needle holder. There was no delay in procedure. Another device was used to complete the procedure. There were no adverse patient consequences reported.